Manufacturer narrative:
(B)(4). Concomitant medical products: stents: 3.0 x 38 mm xience prime. 3.5 x 23 mm xience xpedition. There was no reported device malfunction and the product was not returned. Death is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during the procedure, a 3.0 x 18 mm xience prime was implanted in the left circumflex, a 3.0 x 38 mm xience prime was implanted in the left anterior descending artery, and a 3.5 x 23 mm xience xpedition was implanted in the right coronary artery. There were no device issues or patient effects noted during the procedure. The patient died of cardiac arrest the next morning. There was no angiography performed. There was no clinically significant delay in the procedure. No additional information was provided.